Event description:
A customer reported that the pump battery would not charge, despite using the correct charging cable and trying various wall outlets and adapters. There was no reported adverse impact to customer's blood glucose. Customer reverted to using multiple daily injections (mdi) as backup therapy to ensure insulin delivery is not interrupted.